Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that the returned retrofusion screw is broken at the proximal end. The fracture surface displays evidence of torsional-overload. The most likely cause(s) of this type of event include improper bone preparation and/or over-torquing. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a hammertoe case, the site had been pre-drilled; when the screw ar-4157-20 was being inserted into the proximal phalanx, the screw head broke off. The part of the screw that had already inserted remains in the patient; there were no screws placed on top of it and the case was completed with k-wires. The patient is a (B)(6) years old female; the rep was in the case.